Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain the event date; however, there was no response.

Event description:
The customer reported a circuit failure. The customer reported that there was no patient involvement.

Manufacturer narrative:
The air flow sensor was not returned; however, failure investigation (fi) lab received the blower valve for evaluation. Visual inspection of the returned blower valve assembly did not reveal any signs of physical damage or abuse. The blower valve assembly was tested into the fi test ventilator and the ventilator generated ventilator inoperative with error code message of air valve liftoff failure. Fi technician identified the blower valve's liftoff value was out of range. Fi technician dissembled the blower valve assembly and performed internal inspection. Contamination was found on the poppet and the blower valve seat that would not allow the poppet to seat properly onto the blower valve seat allowing flow to occur.